Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported his cycler alarmed during treatment. He did not record the alarms. They could not be bypassed and treatment was discontinued. The next morning while removing the set the patient found fluid had leaked. He was not sure if the cassette had a hole or not. The set was discarded. During follow up the patient's spouse reported the patient did not have any adverse event associated with the leak and was not prescribed any antibiotics.